Manufacturer narrative:
The device in question was returned for evaluation, and we confirmed that the device had been reprocessed. We verified that the black tissue pad detached, confirming the reported issue. Retrieval of the black tissue pad caused a delay in procedure, but there was no consequence to the patient as a result. No additional medical intervention was required. However, in an abundance of caution, we are filing this medwatch report.

Event description:
We received a report indicating that the black tissue pad located on the distal tip of a reprocessed ultrasonic scalpel detached during a hysterectomy. However, the physician was able to find and remove the tip during the procedure.